Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pe2341, and no non-conformances were identified. To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received.

Event description:
It was reported that a patient underwent a laparoscopic bilateral ovarian cyst removal surgery and pelvic adhesion separation procedure on (B)(6) 2020 and suture was used. While sewing the ovarian tissue, the suture broke. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. No additional information could be provided.